Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet system, the patient experienced a hyperglycemic episode with blood glucose reaching 400 mg/dl, described by the patient as stress-related, with no supply set issues identified and glucose returning to range without user intervention. Symptoms included thirst. Outcomes included insufficient information to characterize any lasting impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any medical device problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.